Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision due to natural wear of prosthesis, poly wear noted on 23 aug 2018, elevated metal ions :chromium 234, cobalt 405 and titanium (no level provided), metal noted to have superficial break ¿ noted did not go completely through implant poly fragments, metallosis, springy bone under cement with tibia and femur, notes poor cement, removal of components, minimal bone damage, used 360 da prosthesis due to the mismatch between flexion and extension (5mm) located at distal end of femur. Feb 2019 ¿ post revision: chromium decreased to 54, cobalt decreased to 69 , titanium 19, no date provided, but noted after done later: chromium decreased to 41 , cobalt decreased to 24 . A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Implant date: 1997. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02564, 0001825034-2019-03818.

Event description:
It was reported that the patient underwent knee revision approximately 21 years post implantation due to poly wear. Prior to the revision labs revealed elevated metal ions. During the procedure it was noted, posterior medial poly wear that extended to metal implant. The metal implant exhibited a superficial fracture of the implant,that did not extend completely through the implant. Debris and metallosis was noted.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: therapy date: unknown; kne-agc-tibial trays-unk; kne-agc-bearings-unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02564.

Event description:
It was reported that the patient underwent knee revision due to elevated metal ions. Attempts have been made and no further information has been provided.